Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump with a "pump was shutting down during testing" issue was not confirmed nor reproduced during product evaluation. The assignable cause was not determined. No repairs were made in order to fix the reported condition as the device is a stay-in unit. Additional information: a service history review revealed that this device was previously serviced for the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
The facility representative reported an infuso.r. Pump with a condition of pump was shutting down during testing. This condition occurred during testing in the "biomed service" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.